Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety device did not cover the needle. The following information was provided by the initial reporter: I want to make you aware of an incident that has just happened in our opd. A phlebotomist attempted to close the safety device after taking blood and the needle got caught on the plastic sheath preventing it from being made safe, the needle was disposed of unsheathed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety device did not cover the needle. The following information was provided by the initial reporter: I want to make you aware of an incident that has just happened in our opd. A phlebotomist attempted to close the safety device after taking blood and the needle got caught on the plastic sheath preventing it from being made safe, the needle was disposed of unsheathed.

Manufacturer narrative:
H.6. Investigation summary: "material #: 368609 lot/batch #: 2082251 bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."